Event description:
During patient use, it was reported that the device gave "replace battery" message and lost power. Customer reported that prior to the event, at the beginning of a shift; a fully charged and 3/4 full battery was installed in the device. The customer, fire department crew, responded to a patient with fall related injuries. Upon arrival, the crew found that the first responders already delivered one defibrillation shock and were providing patient care. The crew connected the lifepak device to the patient and it gave the "replace batteries" message and showed a ventricular fibrillation rhythm. Device user pushed the charge button but the device was reported to lose power before reaching the selected energy. Subsequent attempt to use the device resulted in the same message and the device shut down. Almost instantly, ems personnel arrived with another defibrillator and provided patient care. The reported issue had no adverse effect on patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to duplicate the reported failure. Further component root cause of failure could not be determined.